Event description:
A report was received that the patient was having issues charging the ipg. The patient will undergo an ipg explant procedure.

Manufacturer narrative:
Additional information was received that the patient wanted to have an imaging done and the spinal cord stimulator was not helping.

Event description:
A report was received that the patient was having issues charging the ipg. The patient will undergo an ipg explant procedure.

Manufacturer narrative:
Additional information was received that no immediate course of action will be taken at this time. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient was having issues charging the ipg. The patient will undergo an ipg explant procedure.